Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as " around 2 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "try again in 10 minutes," when scanning the adc freestyle libre 2 sensor. As a result, the customer had a loss of consciousness and after an unspecified amount of time was able to provide unknown self-treatment. Hcp contact was made, and a blood glucose test of 35 mg/dl was obtained on an unspecified device and the customer was provided food for the treatment of hypoglycemia. No further treatment was provided. There was no report of death or permanent injury.